Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level reveals that the fracture in the driver was located at its distal tip. The second half of the driver¿s distal tip was not provided with the device for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation findings.

Event description:
It was reported surgeon was tapping the left l5 pedicle when the tap broke off in the pedicle. Both pieces of the tap were able to be retrieved. Later in the case, surgeon sheared the tip off of a driver while inserting the right l5 screw. Surgeon tried to remove screw by helicoptering it out. While doing this, the head sheared from the screw shank. Both were removed. Surgeon inserted a larger diameter screw at the same level and another driver tip sheared. Two and half hour delay and blood loss was reported.